Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event, of the heartmate universal battery charger ubc-40673 started smelling braised and not working, was confirmed. During the evaluation, the issue was isolated to the main power supply printed circuit board (pcb) assy and logic printed circuit board assy. Replacing the main power supply and logic pcbs resolved the issue, and restored the device functionality. The repaired universal battery charger s/n (B)(6) was tested, and returned to the customer site. Further analysis of the removed pcbs isolated the root cause to an electrically damaged main power supply ic on channel #2. The component was noticeable damaged, which was the primary cause of the unit fault. The analysis could not determine the root cause that contributed to the component failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ubc (universal battery charger) started smelling braised. The device was disconnected from power and returned. There were no alarms for the event.